Event description:
Procedure type: anterior cervical discectomy and fusion c4-c6. According to the reporter: the initial surgery was performed on (B)(6) 2010. One screw broke 6 months post-operatively. Screw has not been explanted.

Manufacturer narrative:
(B)(4).